Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor reset during a pulse test. The cause for the reset was isolated to an incorrect control signal sent to transistors q13 and q16 on the monitor defibrillator board. The cause for the incorrect control signal was isolated to defective u16 and u18 processors on the defibrillator board. The root cause for the defective u16 and u18 components could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) reset during a pulse test. The last patient to use this monitor did not report any deficiencies.